Event description:
It was reported the patient had a ¿weird feeling¿ in their abdomen during a thunderstorm the night prior. It was stated to be ¿almost like electrical things.¿ additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 4351-35, serial# (B)(4), implanted: 2013-(B)(6), product type lead product ID 4351-35, serial# (B)(4), implanted: 2013-(B)(6), (B)(4).